Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter leaked blood and backed out of the patient's vein. This occurred 50 times during use. The following information was provided by the initial reporter, translated from (B)(6): "blood leakage. Unfortunately, our customer told us that blood always leaked out and that it was not possible to fix the indwelling vein cannula properly to the patient." "What was the location of the leakage? The insertion site or elsewhere? ¿there is always leakage of blood from the cannula and it is not possible to fix it correctly on the patient¿ did the needle/catheter back out of vein? Yes¿".

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter leaked blood and backed out of the patient's vein. This occurred 50 times during use. The following information was provided by the initial reporter, translated from german: "blood leakage. Unfortunately, our customer told us that blood always leaked out and that it was not possible to fix the indwelling vein cannula properly to the patient." "What was the location of the leakage? The insertion site or elsewhere? ¿there is always leakage of blood from the cannula and it is not possible to fix it correctly on the patient¿ did the needle/catheter back out of vein? Yes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-apr-2022. H6: investigation summary: forty-nine unused representative samples were received for investigation. All representative samples were subjected to visual inspection to check for cannula and catheter tip integrity and penetration and drag testing to check for cannula and catheter penetration force and drag force. All samples passed the visual inspection with no cannula and catheter tip damage observed, and the penetration force and drag force were within product specification. The returned samples were also subjected to visual inspection to check for adapter and catheter tubing damage which could cause leakage as well as catheter leakage testing. No adapter and catheter tubing damage were observed, and all the samples passed the catheter leakage testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.